Event description:
It was a report about leakage from infusion adapter. Saline leaked out from the gap between the c180j bottle needle and the c35 connection. Is the lot information available? A: no. Was there any visible damage on the device? A: unknown. Was the connector properly bonded onto the spike? A: unknown (appearance retains the shape of the c180j).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one spike connector, assembled to an infusion bag, was provided to our quality team for investigation. Through visual inspection, no damage or other visible defects were observed. Functional evaluations were performed in attempts to recreate the reported failure. Pressure was applied to the infusion bag, squeezing multiple times, no leak was observed from the bag stopper or between the connection of the connector and spike. Additional testing was completed, connecting an injector to the connector of the spike and injecting liquid into the bag. During this testing, leakage was observed where the connector is bonded onto the spike, verifying the reported incident. The product was sent for CT- scanning and identified a crack within the area of the leak. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing. As the lot involved in this incident is unknown, a device history review could not be performed. It is possible the crack occurred due to the force used when threading the pieces during assembly. Without a lot to review the device records, this cannot be verified, therefore a definitive root cause cannot be established at this time. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information